Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 1 month following the implant of the 29 millimeter (mm) transcatheter bioprosthetic aortic valve structural and moderate hemodynamic valve deterioration was identified. This was specific to a new or increase of 1 grade of intra-prosthetic aortic regurgitation which resulted in moderate regurgitation. Patient symptoms were not reported. Approximately 1 month following onset report of this event, a valve-in-valve (viv) revision occurred with a non-medtronic valve. Additional information was received to report the patient was admitted for the viv revision for 24-hours then discharged.

Event description:
It was reported that approximately 6 years and 1 month following the implant of the 29 millimeter (mm) transcatheter bioprosthetic aortic valve structural and moderate hemodynamic valve deterioration was identified. This was specific to a new or increase of 1 grade of intra-prosthetic aortic regurgitation which resulted in moderate regurgitation. Patient symptoms were not reported. Approximately 1 month following onset report of this event, a valve-in-valve revision occurred with a non-medtronic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.